Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the technician confirmed by an operational check that "ventilator service required" alarm sounded. Error code e-344 was confirmed in the error log indicating "obm_air_flow_sensor_failed". The device's oxygen blending module board was replaced to address the issue. Periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter. Confirmed by an operational check that noise was coming from the motor blower assembly. Therefore, the motor blower assembly was replaced. The following parts were also replaced in accordance with replacement of the motor blower assembly: stirring fan foam. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).